Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the history of the event date was overwritten in the pump¿s history. The pump¿s available history showed no power issues. A visual inspection of the pump showed no damage to the battery compartment or cap; and no evidence of moisture corrosion. The pump was able to power on normally and was tested for 24 hours on a 1 unit per hour basal rate with no issues. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would lose power at random at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.